Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had flashing display. The customer¿s blood glucose level was 20 mmol/l at the time of the incident. Customer stated the insulin pump had pump error alarm. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. No missing segments noted during testing. Software error detected and the main arm cannot communicate with the motor arm noted in formatted history file (tt 2184) due to software error.